Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot complete functional testing) has been confirmed. Upon investigation, the electrode belt trunk cable was severed and missing, damaging the trunk cable connector j702 on the distribution node (dn) pca. Additionally, the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the dn pca. The root cause for the damaged cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.